Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 99% stenosed target lesion was located in the calcified and moderately tortuous distal left anterior descending artery. The 3.5 x 20mm liberte bare mr stent delivery system was advanced but was unable to cross the lesion. The physician noted that the stent moved on the balloon while attempting to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.